Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm permanent cautery spatula was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument passed a visual inspection of the identification board. The instrument passed the recognition and engagement tests. As result of broken components, functional tests could not be properly performed. Logs are not available. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. Additionally, the instrument was found to have a broken distal clevis at the ear of the clevis. The broken piece was not returned, measuring roughly 10.0mm x 6.0mm in size. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage, which may indicate potential mishandling/misuse. Additionally, the instrument was found to have a derailed grip cable from its normal position at the distal idler pulleys. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery spatula instrument could not be recognized. The procedure was completed with no reported injury.